Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a replace sensor message was observed. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of a replace sensor message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.